Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported he had concerns with the infusion sets. He reported, the infusion sets were difficult to use the infusion cannulas bent. Pt declined to provide additional information or to complete troubleshooting. No product was requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.